Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was cancer chemotherapy. The patient reported that the communicator is taking a "long time to connect" to the pump. The patient also reported that when they try to plug it in, "it feels like I have to hold it in like something is loose." The issue has been going on for "about a month or two." The patient confirmed the communicator has not been dropped recently. The patient also mentioned the screen on their handset "is shattered" but was not wanting to have to pay for a new one so they will continue to use it. An email was sent to the repair department for a replacement communicator. No indication of patient harm. 2024-05-06 rtg0555569 (con): additional information was received from the patient regarding their external equipment. The patient called back reporting ongoing lagging with myptm app and having to press 'cancel' then 'resync' 3 times in a row in order for it to finally connect so it took them 7-12 min to connect. Patient stated their doctor said that was not normal. Agent assisted patient in connecting to pump well after pressing 'cancel' and 'resync' once. Patient confirmed both devices were charged and unplugged. Agent reviewed external device replacement process due to a cracked handset screen and agent redirected to sunmed. Additional information was received from the patient reporting that their handset was not charging and it's 'dragging,' referring to difficulties connecting. Patient stated they had to 'disconnect multiple times in order for it to work'. Patient stated their doctor sent information to sunmed but they found out it's $650 and did not understand the process because this was a medical need. Patient declined being transferred to health care it support services (hcit) stating they would just call sunmed back.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial #: (B)(6), ubd: 20-may-2022, UDI#: (B)(4). H3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.